Manufacturer narrative:
Should additional relevant information become available, a supplement report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m150 set after approximately 60 hours of use for continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.